Event description:
Customer reported that the paramedics where called due to low blood glucose. Customer stated that he was transported to hospital where he was treated and released. The blood glucose reading at the time of hospitalization was 31mg/dl. Customer stated that his physician put him on prozone due to a virus, which caused his blood glucose to drop. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.